Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the patient¿s ipg was explanted and replaced. Therapy was restored postoperatively.